Event description:
A nurse reported that a pt was diagnosed with peritonitis on (B)(6) 2014, due to touch contamination, and was administered an unk drug, dose, and route of antibiotic therapy. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues and the pt continues taking the unk drug, dose, and route of antibiotic therapy for peritonitis.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplement medwatch report will be submitted when medical records are received. A supplemental report will be submitted upon final review of medical records by the post market clinical physician and completion of the plant's investigation.